Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that the nail broke.

Manufacturer narrative:
Evaluation summary: evaluation revealed the trochanteric gamma nail to be the primary product. The returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material and manufacturing. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but contributed by intra-operatively damage of the nail caused by a deviated lag screw step drill (notching effect/creation of the starting point of the implant breakage at the lateral edge of the anterior bridge) and full weight bearing (recommended by the attending surgeon). A more precise statement is not possible with the information given.

Event description:
It was reported that the nail broke.